Manufacturer narrative:
(B)(4). Concomitant medical products: femoral stem 12/14 neck taper pn 65771101020 ln 62608752, liner standard 3.5 mm offset 40 mm pn 00630505840 ln 62621545. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a revision procedure approximately four years post-implantation due to metallosis, pain, pseudotumor, and elevated cobalt levels. The head was removed and showed some corrosion of the head and neck junction. The pseudotumor was removed. The liner was removed and was damaged upon removal. The joint was irrigated, and a new liner and head were implanted. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
The follow report is being submitted to relay additional information: the complaint is confirmed from the photographs that were provided. X-rays were provided and the review stated that there was a slight asymmetric position of the femoral head withing the acetabular cup suggesting possible polyethylene wear. No evidence for loosening, radiolucency, pseudotumor, and corrosion was noted. Visual inspection identified discoloration on the taper of the femoral head. No further assessment could be performed with the images provided. Visual inspection of the femoral head identified dark debris and a thread like pattern on the taper. Dimensional analysis of the femoral head determined that the product was conforming to print specifications. Sem analysis of the femoral head identified deposits on the chamfer and taper surface. Lighter colored axial streaks were visible within the darkened area. Quantitative eds analysis of the chamfer and morse taper identified combinations of biological material containing c, n, o, p, cl and ca, and the cocrmo substrate material showed elevated levels of cr, mo, o in darker areas, possibly evidence of corrosion. Review of the device history records for reported components identified no deviations or anomalies that could contribute to the reported event. A definitive root cause cannot be determined with the information provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available to report.